Manufacturer narrative:
The serial number of the e 402 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys anti-sars-cov-2 and elecsys anti-sars-cov-2 s on a cobas pure e 402 analytical unit. This medwatch will apply to the elecsys anti-sars-cov-2 assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the elecsys anti-sars-cov-2 s assay. The sample initially resulted in an anti-sars-cov-2 value of 8.72 coi (reactive). The sample was repeated twice, resulting in values of 0.130 coi (non-reactive) and 8.47 coi (reactive). The sample was diluted x400 and initially resulted in an anti-sars-cov-2 s value of 37199 u/ml (positive). The sample was diluted x10 and repeated, resulting in a value of < 4.00 u/ml (negative) with a data flag. The sample was also diluted x400 and repeated, resulting in a value of 37633 u/ml (positive).

Manufacturer narrative:
The sample was initially tested on (B)(6) 2024. Repeat testing was performed on (B)(6) 2024. Controls were within range before sample measurement. There is no indication of a reagent performance issue. Isolated non-reproducible results do not represent a general malfunction of the assay. Upon review of the alarm trace data, a sample clot detection message occurred on (B)(6) 2024. There were no known issues with the instrument. The investigation could not identify a product problem. The cause of the event could not be determined. Medwatch field b3 has been updated.